Event description:
Feeding tube reading "occluded" on feeding pump. When checking the tube, I realized the part that connects to the twist lock tube was cracked/twisted so it would no longer work properly. The ng tube had to be removed and replaced with a new one.